Event description:
It was reported that the patient had fallen. Approximately five months prior to the patient falling, it was noted that the right atrial (ra) lead impedance and capture threshold had started rising. The ra lead was unable to pace, had high impedance and a suspected lead fracture. The ra lead was capped and was replaced. No further patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.